Event description:
It was reported that a user of the ilet experienced hyperglycemia with a peak blood glucose of 368 mg/dl after a high-carbohydrate dinner while newly starting on pump therapy. The user confirmed meal announcement, reported no insulin odor or dampness at the infusion site, and noted the infusion set was due for a change with approximately 32 units remaining. Symptoms included hyperglycemia. Outcomes included user self-management with education and follow-up, with glucose trending downward to 317 mg/dl. Investigation included remote troubleshooting, review of infusion site status and supply readiness, and user education regarding the ilet learning period. Investigation of this case revealed no evidence of infusion site leakage or immediate device malfunction; hyperglycemia was temporally associated with a high-carbohydrate meal during the device adaptation period, and the exact cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.